Manufacturer narrative:
Visual inspection of the returned iol was performed using microscope magnification and no anomalies were found. The reported complaint was not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification; hence the lens was found to meet the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number and analysis of the returned sample, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens was implanted, a surgeon noticed a mark on the center of a lens, model zlb00. The incision was enlarged to remove the lens but no suture was required. The lens was removed during the same surgery and another zlb00 was implanted without any further incident. No additional information was provided.